Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy segmentectomy, the hand piece was not smoothly fired, the staple line was incomplete proximally. They changed to a new device to complete the case. There was no patient injury.